Event description:
It was reported that during implant the lead exhibited no detection and low lead impedance. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found an electrical short caused by damaged insulation. Visual inspection revealed outer coil squeezed at 21.8 cm from end of connector pin and inner insulation was damaged at the same location.